Event description:
Reporter indicated that pt was experiencing hoarseness. The ncp system had not yet been programmed to on following implant surgery. The physician indicated that he believed that the hoarseness was related to the intubation during implant surgery, not the vns. Physician does not plan to program the ncp system to on until the hoarseness resolves. The physician will monitor the pt's condition for up to 6 weeks and then refer pt to ear, nose, throat if hoarseness persists to evaluate the possibility of vocal cord paralysis.